Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. At the time of the alleged issue, the patient claimed he was not taking any diabetes medications. It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. A couple of hours after the alleged issue began, the patient claimed he felt flushed, shaky, and his eyes were red and watery. The following day in the morning, the patient stated he self-treated with food and/or drink. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was not a first time user to the meter, the meter was not misused, the correct test strips were used, and the battery needed no replacement. The alleged issue was not resolved with training since the patient did not have test strips available to turn the meter on per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive severe hypoglycemia after the alleged meter issue began.